Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported over the past six months when using the surgical cable, a decline in the quality of the alligator clips had been noticed. Specifically, at the junction of the clip and wires. There was a number of breaks after just one usage, and several others where the grey sleeve is disengaging from the clip and exposing the wires beneath. There was no patient involvement.